Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that two days following a permanent implant procedure the patient experienced a dural puncture which was moderate in severity. The patient was given medication and is recovering. The event was determined to be related to the procedure and not related to the device or stimulation.